Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient's device was reprogrammed. The patient was not symptomatic as a result of the event.